Manufacturer narrative:
Lot numbers were not provided and therefore a review of the manufacturing records cannot be performed. Literature citation: morales gisbert sm, sala almonacil va, zaragozá garcía jm, genovés gascó b, gómez palonés fj, ortiz monzón e. Predictors of cervical bleeding after carotid endarterectomy. Annals of vascular surgery 2014;28(2):366-374.

Manufacturer narrative:
Additional information was provided by the author of this literature article.

Event description:
This information was received through literature article "predictors of cervical bleeding after carotid endarterectomy" published in annals of vascular surgery, september 2013. It was reported that there were 11 re-interventions performed on patients who received a carotid endarterectomy using a gore acuseal cardiovascular patch. Reoperation was required due to cervical hematomas. The author of this article was able to provide additional information regarding the 11 re-interventions. She stated that: none of the reoperations were associated with a tear or rupture of the patch. Of the eleven patients who received a gore patch there was a reoperation because of bleeding: in five patients the cause of bleeding was not identified in reoperation. In two cases it was identified and a ligation of small venous branch was preformed. And four cases required hemostatic stitches at suture line.

Manufacturer narrative:
Literature citation: morales gisbert sm, sala almonacil va, zaragozá garcía jm, genovés gascó b, gómez palonés fj, ortiz monzón e. Predictors of cervical bleeding after carotid endarterectomy. Annals of vascular surgery 2014;28(2):366-374. Event #(B)(6) was opened to capture the information found in the article ¿predictors of cervical bleeding after carotid endarterectomy". Additional information was received from the author. The author provided dates of implant, patient and device information. Additional events were opened to capture this information. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and so no engineering investigation could be performed.

Event description:
This information was received through literature article "predictors of cervical bleeding after carotid endarterectomy" published in annals of vascular surgery, september 2013. It was reported that there were 11 re-interventions performed on patients who received a carotid endarterectomy using a gore acuseal cardiovascular patch. Reoperation was required due to cervical hematomas. In this patient hemostatic stitches at the suture line were required.

Event description:
This information was received through literature article ¿predictors of cervical bleeding after carotid endarterectomy" published in annals of vascular surgery, (B)(6) 2013. It was reported that there were 11 re-interventions performed on patients who received a carotid endarterectomy using a gore acuseal cardiovascular patch. Reoperation was required due to cervical hematomas.